Manufacturer narrative:
H3 other text : not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient had brain surgery on (B)(6) 2021. The patient states that she/he has not been able to sleep at all without the device. The patient states also that it is interfering with his/her everyday life and gets really bad migraines from the lack of usage of the cipap. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in initial report. The following correction has been updated in this report. Box b1 was corrected to adverse event and product problem. (Only product problem was checked in initial MDR). Box h1 was changed from malfunction to serious injury.

Manufacturer narrative:
In this report, section box e: initial reporter (reporter country), box h: device manufacturers (evaluation method code grid, evaluation results code grid, conclusion code grid) have been corrected/updated. Despite multiple attempts on 09/28/2023, 10/18/2023, 10/23/2023 the device has not yet returned to the manufacturer for evaluation. There has been response from the customer that after receiving the new device, user will return the old one. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.